Event description:
A vague report was received that channel two allowed an insulin solution to infuse twice as fast as programmed. No add'l info was received such as the programmed infusion rate or amount of solution involved. No medical or surgical intervention was reported.